Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: the carrier tube was dislodged resulting in anchor being completely exposed; the patient was reported to be fine; and there were no other devices or equipment being used with the product. Additional information was received on july 13, 2017. The patient was having a heart catheterization and was successfully closed with another evolution after it was determined that first one was faulty. There was no blood loss. The device was not placed in the patient at all, the technologist noticed the bypass tube was dislodged and the anchor was exposed before trying to place it in the sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the evaluation results. One used angioseal evolution device was returned for evaluation. The device was returned in the plastic packaging pouch. No other accessory components were returned. The returned device was subjected to visual analysis. There was an apparent bend in the carrier tube assembly that likely developed during transportation as the product was returned. A blood like substance could be seen on the body of the evolution and carrier tube. The bypass tube was not enclosing the anchor, but instead was found proximal to the distal tip of the carrier tube. The anchor was orthogonal to the distal tip of the carrier tube. A portion of the collagen was also exposed. The color bands of the deployment sleeve were not exposed and the button was soft indicating that the gear assembly had not been pulled forward. The bypass tube was visually inspected and no visual anomalies were found. Based on the investigation, the dislodged carrier tube could not be confirmed, as the polyfoil pouch and tray, which houses the evolution body, were not returned. The bloody device indicates that the device was likely handled with contaminated gloves, which may have also resulted in the dislodgement of the bypass tube. Based on the returned device it is unclear if the dislodgement occurred in the packaging, during the removal of the evolution from the packaging, or as a result of mishandling the device. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.